Event description:
Additional information received notes that the patient had infection. The entire pacemaker system was explanted. The condition of the patient is unknown.

Event description:
Related manufacturer reference number: 2017865-2025-10728. It was reported that the patient presented for a system extraction procedure due to an unknown malfunction. The entire system, including the pacemaker, the right ventricular lead, the right atrial lead, and a capped right ventricular lead, was explanted. The system was replaced with a leadless pacemaker. No patient condition was reported.

Manufacturer narrative:
The reported event of an adverse event without identified use was not confirmed by analysis. The lead was returned due to infection. As received, a partial lead (only distal portion) was returned for analysis. The cause of infection was unable to be attributed to the device. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.